Event description:
It was reported that the device was explanted due to an infection and pocket erosion. The patient was given antibiotics, and was stable before, during and after the procedure. The patient will continue to be monitored.